Event description:
Related manufacturer reference number: 2017865-2023-93277. It was reported the patient presented for a post-implant device check. Upon interrogation, it was discovered the atrial and ventricular leadless pacemakers (lp) exhibited poor implant to implant (i2i) communication. Programming changes were implemented. The patient was in stable condition.